Event description:
Tandem t: slim x2 insulin pump control iq function is bolusing too much insulin in response to a rise in glucose above about 120 mg/dl, in many cases. It ends up causing my glucose to drop below 70 on the downward trend. The company seems to have no solution. It's dangerous because I don't even know the pump bolused at all, much less too much. I believe their algorithm is flawed. It would be better to have more frequent short boluses than one larger one. As a result, I have ended up having to call my wife when I'm out for a walk and get caught with a glycemic reaction. I have reported this in the past.